Event description:
On 2001, the user facility's cardiovascular thoracic surgery coordinator informed the manufacturer's sales representative of the following: attempted to use introducer but would not penetrate vein.